Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. It was unknown if the product was not used for patient treatment or diagnosis. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), a 3-way temperature sensing catheter and a straight tipped syringe. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with the returned syringe successfully with no issue and the catheter rested with no leaks noted around the syringe or catheter itself. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that even though the syringe was inserted into the inflation valve and injected, the fixed water does not enter into catheter and leaks.

Event description:
It was reported that even though the syringe was inserted into the inflation valve and injected, the fixed water does not enter into catheter and leaks.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.